Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. Correction is also being made for the patient code as there was no reported harm to any patient. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Reported issue for the device was a b30 scope communication error received. Since the device is not returned, a root cause for the issue cannot be identified. Likely cause is that this occurred when the user used the video connectors with foreign objects such as dust, dirt and the remainder of the chemical solution at the electrical contact points. When dust or soiling is attached to the electrical contact point, the communication between the video processor and the scope cannot be performed normally, and a scope communication error (b30) occurs. The instructions for use includes the following statements in the care section: if the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely.

Manufacturer narrative:
There are no additional details of the event available at this time. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event the device was getting a b-30 scope communication error.